Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was noticed to have a defect in the tip. The tip was malformed out of the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected h-6 from "break " to "peeled". Internal complaint number: (B)(4). Autonumber : (B)(4). The hp1 device was not returned to maquet cardiac surgery for investigation, however, a photographic image was provided. Signs of clinical use and no evidence of blood were observed. A photographic visual was conducted. The silicone insulation on the cold jaw was observed to be cracked and peeling. Based on photo provided an analyzed failure mode is unable to be identified as the image is not clear. Based upon the photographic image received, the reported failure for ¿peeled; wire¿ was confirmed. .

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was noticed to have a defect in the tip. The tip was malformed out of the box. A replacement device was used to complete the procedure. No patient involvement.